Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 118mg/dl. Advised insulin pump would be replaced. No additional information is provided.